Event description:
It was reported that the system had damage to the interconnect cable resulting in intermittent boot up issues. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and c-arm cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.